Event description:
During a phacoemulsification procedure, the aspiration function of this unit remained activated causing a broken capsule and the need for a vitrectomy procedure. There was no report of additional pt injury.